Event description:
Customer states that their pt had an IV in their arm. They placed the hot pack above the IV. She stated that there was an IV filtration and that could have made the skin sensitive. They do not believe that the hot pack itself caused the burn.

Manufacturer narrative:
As no samples were provided to date, the exact cause of the difficulties encountered cannot be determined. The customer indicated that the actual hot pack involved in the reported incident is not available. Under routine production, a sampling of these units is tested for pouch integrity and the production run is not released until all aspects of product quality meet product specs. Although great effort is taken in ensuring that all units function as designed, at times one may fail to meet performance expectations for a certain reason. In those instances, it is vital to the investigation that the product sample be available for examination and testing in order to determine the root cause. Unfortunately, in this situation that is not the case. We will continue to monitor for other similar complaints and utilize the info as part of continuous improvement.